Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the device had shorting/low resistance in the ceramic capacitor.

Event description:
It was reported that the patient presented to the hospital with their hr (heart rate) in the thirties. The pacemaker was interrogated and found to be at eri (elective replacement indicator) with no capture or sensing. It was noted that at the patient¿s clinic check last october the device had normal function with eight years of longevity remaining. Early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.